Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted due to extrusion of the receiver/stimulator package. (B)(4).

Event description:
Per the clinic, the device was explanted for an unspecified reason. The device was explanted (B)(6), 2011. It is unknown whether the patient was implanted with another device during the same surgery. Additional information has been requested, but has not been made available as of the date of this report, (B)(6), 2011. The manufacturer became aware upon receipt of the explanted device on (B)(6), 2011.